Manufacturer narrative:
Submit date: 07/24/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports upon drawing up d10 solution, a small brownish/black spec appeared in the syringe.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for the lot control and the shop order indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The reported condition of foreign material - particulate i.d. Was confirmed on the syringe sample. Potential root causes for particulate i.d identified inside the syringe sample include, but are not limited to: ¿ incorrect handling and cleaning of fluid pre-filling equipment. ¿ product jammed in the assembly machine. The assembly machine is designed to stop when product jams are detected. Product jam generate not intended particulate in the manufacturing environment ¿ jam up on the hot stamp printer at the barrel load station. The printer is designed to detect and kick of components with missing tapers/component/syringe tip. ¿ failure to clear assembly machine or hot stamp printer completely of all small pieces of plastic components following a jam inside. Personnel are trained on the proper clearing and disposition of damaged product from jam ups in the hot stamp printer. ¿ incorrect handling and cleaning in the package area after using cardboard unit box for packing. Personnel are trained on the proper clearing in the manufacturing and package area. And they are trained in correct disposition of damaged product from jam ups in the process line equipment. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly and to prevent defects in the product. The syringe barrel is visually inspected periodically during the production process to the visual standards defined by the classification of defects in the quality inspection standard. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements during the molding and assembly process. Periodic inspections are conducted throughout the assembly manufacturing process to ensure the requirements of the quality inspection standard are met. Inspectors routinely examine product to ensure it meets aql. A lot cannot be released unless it passes visual and physical testing requirements. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. All manufacturing requirements were met and in process testing was acceptable. Correction and containment: the following control mechanisms are in place to prevent the occurrence and acceptance particulate or plastic material i.d syringe identified inside the syringe sample during the molding and assembly processes, and to ensure components and finished product meet all quality inspection standards. The resin must pass an inspection and certification review before release to the floor for production. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The manufacturing plant measures the thickness of the barrel wall. This is an indicator of core pin shift which may result in misaligned cannula posts and canted cannula. Every precaution is taken when manufacturing product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using automated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers and trays are wiped down regularly. Totes are lined with plastic bags to prevent contamination. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment, product evaluation and documentation requirements. Procedures and standard work instructions exist for the set-up, operation and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Production associates routinely examine product to ensure it meets acceptable quality levels. Process in spectors are required to conduct visual and physical evaluations at prescribed intervals and cannot release product unless the required aql has been met per the specification. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements (aql) during the molding, printing, and assembly process. A lot cannot be released unless it passes visual and physical testing requirements. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.